Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An external insulation abrasion which breached the outer insulation and exposed the outer coil was noted at 10.5 cm to 11.0 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.